Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of impedance anomaly could not be confirmed. Analysis found the lead to exhibit normal electrical characteristics.

Event description:
It was reported that the lead impedance had increased. The lead was explanted.